Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding alleged seating/locking issue involving a trident shell and a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was received. Further information such as return of device, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
The surgeon could not get the liner to lock into the cup. The surgeon decided to remove the shell and use a new shell and liner which locked in properly.

Event description:
The surgeon could not get the liner to lock into the cup. The surgeon decided to remove the shell and use a new shell and liner which locked in properly.